Event description:
It was reported that the customer's health care provider told her to disconnect from the insulin, take a manual injection of 10 units of insulin, and to go to the emergency room. She was hospitalized on (B)(6) 2014 due to a diabetic ketoacidosis, high blood glucose level, and ketones. She was not wearing her insulin pump at the time of hospitalization. The customer was in severe pain and stress caused by a car accident she had in 2013. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.